Event description:
The customer contact reported "burned." No specific pump programming or event details were provided. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.